Event description:
Injection of radiesse by a plastic surgeon. The injection was done around the eye area and pt was blinded permanently in the left eye. Dates of use: (B)(6) 2010. Diagnosis or reason for use: dermal filler.